Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had a broken grey scope connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was advised that an olympus field service engineer would be required to replace the needed parts. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating there was no patient involvement in this event. A review of the DHR found no deviations that could have caused or contributed to the reported issue. The subject device has not been returned for investigation and the root cause of the reported issue could no be identified. However, based on results of the investigation from the information available, it is likely stress was applied to the connector toward loosening direction, and the stress was accumulated. Or the event may have occurred because the connector was hit by something hard. Olympus will continue to monitor the field performance of this device.